Event description:
A hospital material manager reported that during surgery, the air infusion was not engaging. They removed the infusion from the eye and increased the pressure to open the air path. They were able to proceed with surgery after a significant delay. There was no harm to the pt.

Manufacturer narrative:
The customer's complaint history was reviewed for the period of one year, this is the first complaint reported for this issue. There are no additional reports against the consumable's finished goods lot. The order was built and released per specification. Root cause: a sample was not returned. The root cause has not been definitively determined. (B)(4).